Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va19uu8, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that they kept getting zapped from stimulation. The patient reported that they kept lowering it and it kept happening. Additional information was received from the patient and it was reported that they were no long feeling the zapping as previously described, but she was still feeling pain when she leaned over. The patient reported having prior never damage. The patient reported that they turned stimulation off and was still feeling pain. The patient also reported they were getting muscle cramp and pulling. The patient reported that walking felt painful. Additional information was received and it was reported the patient was experiencing shocks when standing up. The patient reported that the shocks were happening with stimulation at 0.0. The patient was advised to follow up with their healthcare professional (hcp). Additional information was received from the hcp and it was reported that the device was shut off and disconnected and the patient continued to have periodic shocks. It was noted that a lot of the shocks occurred with a bending forward motion (i.e., standing up from chair, bending over to pick something up). The hcp also reported that the patient was to have the lead removed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.